Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component. Block h11: the returned sensor wire was analyzed, and upon visual and microscopic inspection, it was observed that the sleeve was fully detached. The detached sleeve was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. These could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors during the use could lead to observed sleeve detachment. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a procedure, while unpacking the device from its package, it was noticed that the coating of the sensor wire was missing. The procedure was completed with another guidewire. No patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Event description:
It was reported that during a procedure, while unpacking the device from its package, it was noticed that the coating of the sensor wire was missing. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.